Event description:
It was reported that the subject guidewire was used during thrombectomy procedure when the subject guidewire was navigated to the desired location (m2 region), the distal tip of the subject guidewire was broken off in the patient. The physician was able to remove both fractured pieces of the subject guidewire (distal and proximal part) from the patient. The procedure was then successfully completed with another guidewire. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
D4 expiration date ¿ added. D4 gtin- added. H4 manufacturing date ¿ added. There are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported fracture was unable to be confirmed and it was unable to be confirmed that the subject device met specification, as the device was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that, during the procedure and navigation of the subject device to the desired location (m2 region) he distal tip of the subject device was broken off in the patient. The physician was able to remove both pieces of the subject device (distal and proximal part). Additional information provided by the customer indicated that continuous flush was set up and maintained throughout the clinical procedure and the patient's anatomy was severely tortuous. The subject device was not returned for analysis. Based on a review of all available information, it is probable that the subject device was fractured as a result of navigation through the patients severely anatomy. An assignable cause of procedural factors will be assigned to the reported 'guidewire distal tip broken/fractured during use', as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that the subject guidewire was used during thrombectomy procedure when the subject guidewire was navigated to the desired location (m2 region), the distal tip of the subject guidewire was broken off in the patient. The physician was able to remove both fractured pieces of the subject guidewire (distal and proximal part) from the patient. The procedure was then successfully completed with another guidewire. No clinical consequences were reported to the patient due to this event.